Manufacturer narrative:
The device was evaluated at omsi. As a result of the evaluation, the following was confirmed. Watertightness was lost due to perforation of the bending section rubber. The objective lens was scratched. The adhesive of the bending section rubber was scratched. The bending section rubber was worn. Water removal ability did not meet the standard value due to air/water nozzle deformation. The light guide bundle was damaged. The distal end cap was scratched. The light guide lens was dirty. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus medical systems india private limited (omsi) and found that foreign material was attached to the forceps elevator. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the result of the device inspection, but could not identify any defects that could affect the occurrence of the reported event. At the user facility, similar events have occurred in the past. The exact cause of the reported event could not be conclusively determined. However, based on the past similar cases and the inspection results, the reported event may have been caused by the following user actions: -the reprocessing by the user after the procedure around the forceps elevator was insufficient. -since the user did not perform reprocessing immediately after the procedure, the foreign material adhering to the forceps elevator dried and stuck. The instruction manual states the brushing method around the forceps elevator. In addition, the instruction manual states that the endoscope should be cleaned immediately after the procedure and that the endoscope should be tested for leaks prior to manual cleaning. Therefore, omsc determined that the reported event could be prevented. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.